Event description:
New information received notes that the right ventricular (rv) lead exhibited noise.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. Episodes of high ventricular rate (hvr) were also noted due to noise. No intervention was performed. There were no patient consequences.